Event description:
It was reported that during elective device replacement, externalized conductors were observed under fluoroscopy. All electrical measurements were normal. The lead was capped and replaced. Patient was stable.